Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery compartment and cap were found to be intact with no physical damage or evidence of moisture ingress observed. The battery was not returned with the pump for investigation. The pump was tested with an external power supply and the current draw was found to be within specifications. The alarm history shows last battery alarm/warning was on (B)(6) 2011; no battery alarms around the reported event date. A review of the black box indicated abnormal current drops. The pump was exercised for 24hrs with no problems. The pump was opened, no signs of moisture damage or defects were noted. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that during the week of (B)(6) 2011 he noticed a burn on his stomach in the area where the pump generally sits. He could not recall the exact date of the incident, and stated that he noticed the burn while changing his infusion set. He stated that he did not require any medical attention for the burn, and that he did not have any further incidents. The patient confirmed that the pump was not hot to the touch at the time of the incident, and stated he had not had any issues with the temperature of the pump. The patient confirmed that there was no physical damage to the battery cap and compartment, and that there was no visible corrosion in the battery compartment. He stated that the pump was not exposed to water but had been exposed to sweat due to his active lifestyle. The patient confirmed that the battery cap was secure to the pump. He stated that he last changed the battery cap more than 13 months prior to the reported incident. The user guide instructs the user to change the battery cap every six months, which was reviewed with the patient at the time of the complaint. This complaint is being reported because the patient allegedly experienced a burn to the skin while using insulin pump therapy. There is currently no indication of a pump malfunction.